Event description:
It was reported that upon pulse generator interrogation, a -data not read- message displayed. The programmer was rebooted and the device reinterrogated with the same result. Battery data six weeks prior was 2.65 v. 20.9 ua, and 6 kohms.